Manufacturer narrative:
Device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 09-may-2024, it was reported that the patient experience that 5-infusion set were fell off during use and infusion set is long for 24 hours or less. The blood glucose level was 100-200 mg/dl. No further information available.